Event description:
During initial pretest complete shaft frosting was noticed. Probe was removed and replaced. During initial pretest of 2nd probe, complete shaft frosting was noticed. Probe was removed and replaced.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.